Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed loci thyroid stimulating hormone (tsh) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Quality control (qc) recovery was within the customer's expected ranges, and no issues were noted with the other patient samples indicating that the tsh assay was performing acceptably. Hsc concluded the cause of the event is consistent with a sample integrity issue and/or sample handling issue. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed loci thyroid stimulating hormone (tsh) patient sample result was obtained on a dimension vista 500 system. The falsely depressed result was reported to the physician(s). On a later date, a new sample was drawn from the same patient and processed on an alternate dimension vista 500 system. Additionally, the initial (original) sample was reprocessed on an alternate dimension vista 500 system and on the original dimension vista 500 system. Higher results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed loci thyroid stimulating hormone (tsh) result.